Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material clogging the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional information added to fields: d8, h3, h6 and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established and the foreign material could not be identified. The most likely cause for the reported event is that the foreign material was possibly not removed since the reprocessing was not conducted properly due to the complainant¿s reported non-reportable malfunction, leakage from bending section cover. The event can be detected/prevented by following the applicable chapters in the instructions for use: detection method is described in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. Preventive measures are described in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.